Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 30 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of allergy (codeine sulphate), c-section (2), cholecystectomy, migraine and gravida ii (2) on (B)(6) 2017, endocervical polyp and benign polyp of uterus on (B)(6) 2016, menses irregular and parity 2. The patient had a family history of diabetes (unspecified) and heart disease, unspecified (hypertension, stroke). Concurrent conditions were listed as tobacco user (current everyday) since (B)(6) 2017 and bleeding and pelvic pain since (B)(6) 2016. In 2009, the patient had essure inserted. On (B)(6) 2016,, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy & bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 40.923 kg/sqm. [Pathology test] on (B)(6) 2016: final diagnoses: uterine corpus, hysterectomy: - inactive endometrium - prominent myometrial vasculature cervix, hysterectomy: - no dysplastic epithelium noted ~ endocervical polyp/cyst bilateral fallopian tubes, salpingectomy: - no specific pathologic abnormalities ~ essure device present in bilateral proximal fallopian tubes clinical information: pelvic pain specimens: uterus, cervix, bilateral fallopian tubes gross description : the proximal end of the tube has metal coils consistent with essure device quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 30 year-old female patient who had essure inserted for permanent contraceptive tubal implant. The patient had a medical history of allergy (codeine sulphate), c-section (2), cholecystectomy, migraine and gravida ii (2) on (B)(6) 2017, endocervical polyp and benign polyp of uterus on (B)(6) 2016, menses irregular and parity 2. The patient had a family history of diabetes (unspecified) and heart disease, unspecified (hypertension, stroke). Concurrent conditions were listed as tobacco user (current everyday) since on (B)(6) 2017 and bleeding and pelvic pain since on (B)(6) 2016. In 2009, the patient had essure inserted. On (B)(6) 2016,, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy & bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 40.923 kg/sqm. [Pathology test] on (B)(6) 2016: final diagnoses: uterine corpus, hysterectomy: inactive endometrium prominent myometrial vasculature cervix, hysterectomy: no dysplastic epithelium noted endocervical polyp/cyst bilateral fallopian tubes, salpingectomy: no specific pathologic abnormalities essure device present in bilateral proximal fallopian tubes clinical information: pelvic pain specimens: uterus, cervix, bilateral fallopian tubes gross description : the proximal end of the tube has metal coils consistent with essure device quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.